Event description:
Co received info that a pt with an implantable pulse generator (ipg) was experiencing an inappropriate pacing rate response. When programmed to the dddr mode (with no activity) the pacing rate increased. When programmed to ddd an normal pacing rate was observed. The ipg was scheduled to be replaced on 2/15/96. Implanted: 7/25/94 (implanted 18 months).invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.